Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 5.0 x 40, 135cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the initial inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 5-100/5.3/135 mustang balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified 6mm distal of the proximal markerband. No issues were noted with the markerbands and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 5.0 x 40, 135cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the initial inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 5-100/5.3/135 mustang balloon catheter. No patient complications were reported and the patient's status was stable.